Event description:
As reported by our affiliate in (B)(6) and through an article, 'clinical outcomes of heart-team-guided treatment decisions in high-risk patients with aortic valve stenosis in a health-economic context with limited resources for transcatheter valve therapies', between march 2008 and december 2015, 405 symptomatic, high risk patients were referred to a tertiary center for evaluation for surgical aortic valve replacement (savr), transcatheter aortic valve replacement (tavr) or medical management. Of these patients, 188 patients underwent the tavr procedure by transfemoral (125 patients) or transapical (63 patients) approach with a balloon-expandable sapien, sapien xt or sapien 3 valve. As reported, endocarditis occurred in 2 patients within 30 days of the tavr procedures. Information regarding the source of the infections and actions taken was not provided.

Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, edwards sapien xt transcatheter heart valve - PMA p130009, or edwards sapien 3 transcatheter heart valve - PMA p140031. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. With the limited information provided, the cause of the reported endocarditis could not be determined. The potential source of the infection was not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: elise bakelants, ann belmans, peter verbrugghe, tom adriaenssens, steven jacobs, johan bennett, bart meuris, walter desmet, filip rega, paul herijgers, marie-christine herregods & christope l. Dubois (2018): clinical outcomes of heart-teamguided treatment decisions in high-risk patients with aortic valve stenosis in a health-economic context with limited resources for transcatheter valve therapies, acta cardiologica, doi: 10.1080/00015385.2018.1522461. Https://doi.org/10.1080/00015385.2018.1522461. This is one of seven manufacturer reports being submitted for this case.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06889, manufacturer report no: 2015691-2022-06892, manufacturer report no: 2015691-2022-06894, manufacturer report no: 2015691-2022-06895, manufacturer report no: 2015691-2022-06896, manufacturer report no: 2015691-2022-06898, manufacturer report no: 2015691-2022-06900.